Manufacturer narrative:
The anesthesia system was investigated by our field service engineer. The reported failure was confirmed and the auxiliary o2 & suction module was replaced. No part was returned for investigation. The auxiliary o2 and suction module consists of two parts; the flow meter unit with the intended use to provide oxygen for patient therapy and the suction unit with the intended use to extract body fluids from the stomach and airways. The suction pressure is regulated by means of the on/off switch and the suction unit regulatory valve. In this case it was the on/off switch on the suction unit that was not functioning. Since the part was not returned for investigation ,the root cause of the malfunctioning suction unit on/off switch could not be determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that it was not possible to turn on the auxiliary o2 and suction module. The on/off switch had been damaged. There was no patient involvement. Manufacturer's reference #: (B)(4).